Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right atrial (ra) lead exhibited undersensing and noise. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.